Manufacturer narrative:
The impella device is still being used with the patient. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with an impella 5.5 due to cardiomyopathy. The impella 5.5 was placed successfully. During support it was noted that the patient had several episodes of ventricular tachycardia (vt). The pump was repositioned, which resolved the issue. The next day they reported again that the patient had more runs of vt, so impella was repositioned. No issues since repositioning. In addition, the patient had a hypotension episode that was treated with volume. The patient remained on support.

Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. As the necessary information was not provided, the root cause of the vt/vf was not determined.